Manufacturer narrative:
E1 initial reporter phone number: no phone number provided, will update if phone number provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a "line blocked" alarm was experienced and the provider suspected that it was an occlusion. The first troubleshooting attempt was to replace both the cassette and the infusion set but the alarm persisted. After that, just the cassette and the tubing was replaced with the current infusion set and insulin delivery resumed. The sensor glucose reportedly rose above 200 mg/dl but did not exceed 250 mg/dl. An override bolus was administered via the twiist app to reduce blood glucose levels. There was no patient injury in relation to the reported event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12801-00 for details pertinent to this event. One used sample was received for evaluation for the complaint that a "line blocked" alarm was experienced and the provider suspected that it was an occlusion. A lot history review could not be conducted because no lot numbers were identified. The visual and functional testing was performed. As received, there were no damages or anomalies observed. In order to replicate manufacturing procedure testing, leak and occlusion tests were conducted on the returned sample as per manufacturing procedure using a hydrostatic pressure pump. The infusion site base was removed for testing purposes. No leaks were observed on the tubing during the leak test. The complaint of an occlusion cannot be confirmed nor replicated.